Event description:
Two patient samples with low sodium & potassium results which were higher when compared to another analyzer-different methodology. Same sample was used for repeat testing on different analyzer. Patient 1, initial sodium gave 93.7 mmol/l; repeat gave 135.4 mmol/l. Initial potassium gave 3.4 mmol/l, repeat gave 4.89 mmol/l. Patient 2, initial sodium gave 86.9 mmol/l, repeat gave 141.8 mmol/l. Initial potassium gave 2.09 mmol/l; repeat gave 3.44 mmol/l. Erroneous results not reported. The field service representative determined the cause to be power fluctuations and resecured all power supply connections, as well as checked all fluidic connections and flow rates. Performance tests were performed which were within specification.